Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulties with removal could not be confirmed due to the condition of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the renal artery. After successfully predilating the lesion at 10 atmospheres with the 5.0x20 mm nc trek balloon, after full deflation of the balloon, the balloon could not be retrieved through the guiding catheter. Double negative was applied to the balloon; however, it still could not be retracted. A guide wire was placed for support alongside the balloon catheter and the guiding catheter, balloon catheter were removed as one unit, without any adverse patient effects. A herculink stent was placed successfully to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.